Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that there is a battery problem. There was no reported patient involvement.

Manufacturer narrative:
Philips received a complaint regarding the need for intervention to replace the battery of a heartstart mrx defibrillator. No patient involvement was reported. Battery calibration tests were performed to resolve the issue, and subsequent functional tests were passed. The device remains at the customer's site. No further action is warranted at this time. H3 other text : remote support provided.